Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was about 300 mg/dl, but states it was 400 mg/dl the previous day. After troubleshooting, it was found that customer had incorrect batteries in insulin pump. Once customer changed out batteries, insulin pump display screen returned. No further information provided.